Manufacturer narrative:
The device was evaluated and the reported event was confirmed. The device was scrapped at the manufacturer.

Event description:
It was reported that the coaxial high flow tip was being used in a procedure when the splash guard became loose and fell off and into the surgical site. The guard was removed by the surgeon and a back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.

Event description:
It was reported that the coaxial high flow tip was being used in a procedure when the splash guard became loose and fell off and into the surgical site. The guard was removed by the surgeon and a back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.